Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported the unit alarmed and stopped operating during use.: there was no patient harm.

Manufacturer narrative:
Conclusion / root cause: the power management (pm) pcba was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Manufacturer narrative:
Patient information was requested and the customer refused, reporting the information is confidential. The manufacturer's service engineer was able to duplicate the reported problem. The manufacturer's service engineer repaired the unit by replacing the data acquisition to motor controller cable. Unit was checked overall, cleaned, run in test and functional tested.

Event description:
The international customer reported the unit alarmed and stopped operating during use. There was no patient harm.